Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: caller states pt has an abbott device, model 3660 and 3186 leads, and the battery is dead, stim is off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5159476.